Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues. This device was successfully replaced. This device is not expected to be returned. No additional adverse patient effects were reported.